Manufacturer narrative:
(B)(4) date sent: 8/24/2021 h6: component code =g04 investigation summary a photo along with the device was returned for evaluation. During the visual analysis, the following was observed: photos number 1 and 3 shows a green reload with the right side fully fired and the left side partially fired 1/3, can be seen a portion of the device from the jaws in closed position in the first photo. Photo number 2 shows a label with the v9479g lot number, plee60a product code, 2024-01-31 expiration date and packaging information. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with an gst60g reload present. Additionally, the reload was received with the right side fully fired and left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk . The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a sleeve revision procedure with plee60a, on the third firing (with gst60g and seam guard), staples formed on the patient side, but drivers on the remnant side did not push up, resulting in goal post staples. There was no delay and procedure was successfully completed. There was no patient consequence.